Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the device comes in used condition. A piece of metal from the cautery tip is detached. The fragment was not returned. The device will be sent to the manufacturer for further review. Investigation by the manufacturer vapr tripolar 90 suction elect: the device was not received in its original packaging, a bag only. The tip is used, large portion of the active tip is missing. Some residue on the cut return cap and ceramic. Ceramic significantly scratched. Handle assembly condition is used, no misuse. Cable and plug assembly condition is used, no misused. Procedural residue visible in suction tube. Electrical checks: the device passed all parameters. Functional checks: the device failed the flow rate test before and after activation. Visual inspection confirmed that the active tip is fractured, with approximately half of the tip missing. This observation is consistent with the customer-reported event. These findings are consistent with failures previously seen and investigated under CAPA. That investigation identified several potential causes for tripolar electrode tip fracture and detachment, including: ¿wrong material specification. ¿erosion of tip. ¿abuse/misuse. ¿design covered by loading/stresses/tolerances. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained device issue. Based on the investigation findings, the potential cause for the broken tip is undetermined. This product issue will be addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device, and no non-conformance was identified.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an arthroscopic rotator cuff repair (arcr) surgical procedure, the tip of the tripolar90 was found to be missing, and the surgery was temporarily suspended. X-rays confirmed that metal fragments remained inside the patient's body. Metal fragments were retrieved arthroscopically. Postoperative x-rays confirmed that there were no metal fragments, and the surgery was completed. There was no delay in the procedure reported. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.